Event description:
Boston scientific received info that during pre-implant testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated and a red screen was displayed on the programmer, indicating the device should not be implanted. The device was still in the packaging. A boston scientific tech services consultant confirmed that the device should be returned for lab analysis. There was no patient present when this issue occurred.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.